Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The current blood glucose level is 528 mg/dl. The customer was treated with syringes for high blood glucose level. The customer was experienced symptoms as a result of high blood glucose such as dry mouth and fuzzy. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege the insulin pump was under delivering. The insulin pump will not be returned for analysis.